Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been getting no delivery alarms on the insulin pump. Customer stated that he was getting the alarm during priming. Customer stated that the alarm was resolved by a complete set change. Customer would like to return the set for analysis. Customer was advised that he will receive replacements for the 2 boxes of reservoirs.